Manufacturer narrative:
The device was evaluated at the manufacturer's svc ctr and the customer's complaint was confirmed. The device's lcd display screen was replaced to address the issue. The device had physical damage consistent with being dropped.

Event description:
The manufacturer received info alleging a ventilator's lcd display was unreadable. The device was not in pt use.